Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unidentified error code. Customer declined to provide further information and abruptly ended phone call with tandem technical support. There was no reported impact to customer's blood glucose.